Manufacturer narrative:
An x-ray review confirmed the reported taper disassociation. The patient underwent successful revision of the distal femur mets. Evaluation of the returned device suggests that the taper was not fully engaged during implantation. The alignment lug location hole shows signs of deformation, which indicates sideways movement of the alignment lug. This would suggest that the taper had not been locked during fitment allowing sideways movement of the taper joint. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended.

Event description:
It has been reported that there is disengagement of stem and shaft of the patient's distal femur mets replacement. (Taper failure). (B)(4).